Event description:
It was reported that during a lobectomy procedure, the staples on the one side were not deployed when the device was used at the lung parenchyma. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.